Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician felt slight resistance while advancing the ace68 through a neuron max 6f 088 long sheath (neuron max) in a tortuous carotid segment in the patient's anatomy. Consequently, the ace68 became "accordioned" and, therefore, the ace68 was removed. The procedure was then completed using a new ace68 and the same neuron max. There was no report of an adverse effect to the patient.